Event description:
The peritoneal dialysis patient's wife reported a fluid leak inside the cassette compartment noted at the end of treatment. Patient's fluid has remained clear. The patient was administered one dose of prophylactic antibiotic. Patient is doing well and effluent has remained clear. No signs of infection. Cassette was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.